Event description:
Status post pdc implantation, pt presented to surgeon with difficulty in swallowing. An x-ray showed the disc had moved slightly anterior. Surgeon removed hardware and revised the pt.

Manufacturer narrative:
Synthes is unable to provide the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number provided.